Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG falloff test. Upon evaluation, the pcb in ECG c was shorted. The cause of the test failure is the shorted ECG node. The root cause of the shorted ECG node was a too long braided shield wire in ECG c. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.